Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited left ventricular automatic threshold (lvat) test detection. Technical services (ts) was consulted, and an alert was noted for left ventricular (lv) lead thresholds and lead test remain within normal limits. The patient experienced nerve stimulation. The device remains in service. No additional adverse patient effects were reported.